Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed battery and power error detected alarm. The customer¿s blood glucose level was 12.5 mmol/l. The customer stated that the pump received a power error detected. The troubleshooting was performed and was advised to wait until the light stops flashing (about 10 min later) and enter new battery and clear alarms. It was reported that they had battery failed alarm during normal use and cleared and explained alarm. The customer was advised to insert new battery and the pump again alarmed. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Power error due to connector resistance issue. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.